Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "scan error" message after 2 days of wearing the adc freestyle libre sensor. The customer was unable to monitor his blood glucose and he experienced symptoms described as ¿not feeling well¿ and a loss of consciousness. The customer¿s daughter administered glucagon injection for treatment and then called the firefighters. An unspecified reading was obtained on the hcp meter compared to a ¿lo¿ (readings less than 40 mg/dl) message received on the sensor. The customer was diagnosed with hypoglycemia but no additional treatment was reported. There was no report of death or permanent impairment associated with this event.